Event description:
The customer stated that at 0355 the rn opened isolette to check on patient, wetness was noted on bed, upon checking diaper and PICC, leaking was noted at area most distal to site, right before hub. The rn immediately called nicu charge rns to come check it. Nnp called and notified, fluids discontinued, PICC removed by charge rn. Piv placed, continuing to monitor patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
On (B)(6)-2022 a dual lumen PICC with visible signs of usage was received at the cardinal health manufacturing site for evaluation. Upon initial analysis it was determined that the device is not a product manufactured by cardinal health. After review of the device, we were unable to determine the true manufacturer or locate any identifying information on the returned product. The customer was contacted and was unable to provide any additional information. Since this device is not manufactured by cardinal health, no additional analysis was completed and no additional follow up reports will be forwarded. Updated the following sections with "unknown": d1 brand name; d3 manufacturer name; d4 model number, catalog number, lot number, UDI #; g1 manufacturing site facility name. ;&nbsp;;added: d9; d3&nbsp;;;